Event description:
The customer reported that the test would not start after applying blood sample while using his adc blood glucose meter. The customer reported that he experienced symptoms of "dry mouth, lost focus, and poor vision", and subsequently lost consciousness. The customer had contact with a healthcare professional, who diagnosed him with hyperglycemia (hcp meter reading of 300 mg/dl). The customer was treated with an insulin injection (dose/type unknown) and 4 unspecified medications. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. Clinical data was reviewed and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle freedom meter, no trends were identified that would indicate any product-related issues. A tripped trend review was conducted for the reported complaint and fs libre strips, no trends were identified that would indicate any product-related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The reported product is not expected to be returned. A follow-up report will be submitted if product is returned or additional information is obtained. The meter type in question is unknown as the customer reported he no longer had the meter. The meter information entered in section d is the default meter type. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported that the test would not start after applying blood sample while using his adc blood glucose meter. The customer reported that he experienced symptoms of "dry mouth, lost focus, and poor vision", and subsequently lost consciousness. The customer had contact with a healthcare professional, who diagnosed him with hyperglycemia (hcp meter reading of 300 mg/dl). The customer was treated with an insulin injection (dose/type unknown) and 4 unspecified medications. There was no report of death or permanent injury associated with this event.